Event description:
It was reported that the pump triggered ok, but did not augment. During the initial 10 seconds of pumping, everything was normal. Shortly thereafter, triggering was ok, but there was no augmentation and no pump alarms. The only way they were able to get a/p waveform was when they went to a ratio of 1:4. The decision was made to exchange the pump and the replacement worked fine. There were no pt complications.